Event description:
It was reported that the pt experienced a shocking sensation, at the lead location, when the interstim device was turned off. There was no known related incident or accident reported. Reprogramming of the device was attempted, without success. Thus, the decision was made to turn the ins off. One week later, the pt still reported shocking pain. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).